Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The review of logfile for the day of treatment showed all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. Energy check was performed only once. The reported treatment was performed approximately two hours later. In this case, the energy check was quite borderline because every second hour an energy check should be performed. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile and showed that the treatment had been cancelled. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during cut so the reported issue was not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The root cause could be determined as user handling. User released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during cut. The manufacturer internal reference number is: 2020-12845.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a that suction was not able to be maintained. Upon follow up, the issue occurred after the laser was fired. 90% of the flap was completed and suction broke. The surgeon did not feel comfortable lifting flap. The patient will be seen in two weeks and at that time the flap will be repeated. Procedure was successfully completed.